Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data, however, the device operated within specification. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/04/2018 that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.